Event description:
A pt had essure inserted by the reporting physician with no problems. She complained of pain on both sides which was not getting better. The pt wanted them removed. Reporting doctor performed a laparoscopic linear salpingectomy on both tubes to remove essure coils. On the right side he noticed a lot of infection of the tube with (milky fluid) and on the left side the coil had got kinked up inside the tube. Doctor removed the coils with no problems and the pt's pain went away.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.